Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). (B)(4. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stricture 3cm in length within the trachea. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the ultraflex stent was implanted within the patient. However, the stent was positioned lower than expected and was not in the desired location. The stent was left implanted and a second ultraflex stent was introduced into the patient. However, this stent failed to deploy at all from the delivery system. The stent system was removed from the patient and no visible damage was noted to the system. The procedure was completed by placing a third ultraflex stent within the first stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."